Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred five minutes after a bolus delivery. Customer's blood glucose (bg) level was 423 mg/dl. Contact was unsure if bolus was delivered and customer's bg level would be monitored. Reportedly, customer had manual injections and lantus as alternate insulin therapy if necessary. Contact declined further follow up from tandem technical support.